Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked reservoir tube window, cracked case at the reservoir the window corner and no button response due to corroded keypad traces. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. No button error alarm noted. (B)(4). The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and some of the buttons were unresponsive. The customer did not recall any significant events leading up to the alarm. Blood glucose level at the time of the incident was 365 mg/dl and treated with insulin pump. The customer stated that the time clock advances when monitored for one minute. Customer also noticed damage to the device with cracks in the reservoir and battery compartment during a doctor's visit. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.